Event description:
Literature: deogaonkar m, nazzaro jules m, machado a, rezai a. Transient symptomatic, post-operative, non-infectious hypodensity around the deep brain stimulation (dbs) electrode. J clin neurosci. 2011:18(7);910-915. Doi: 10.1016/j.jocn.2010.11.020. Summary: the authors discuss morphological characteristics of post-operative edema around a dbs lead in pts who presented between 2004 and 2009. Reportable event: one (B)(6) left-handed male with a history of idiopathic parkinson's disease (pd) was admitted for placement of a right-sided stn electrode. Immediate post-operative CT head scans revealed minimal pneumocephalus with no parenchymal hemorrhage. The pt was discharged on postoperative day 2 with a normal exam. His second stage of surgery for implantation of the ipg was scheduled for a later date. Two weeks after discharge, the pt presented to the emergency room with a history of a single generalized convulsion followed by a brief loss of consciousness. On exam he was orientated and had no focal deficits. A CT brain scan revealed a large hypodense area (3cmx4cmx3cm) centered around the left dbs electrode primarily in the subcortical region and centrum semiovale that did not enhance on contrast administration. No local or systemic signs or symptoms of infection were present. He did not have any further episodes of seizure and was discharged home on anti-convulsant medication and a short course of oral steroids. A f/u CT scan after 1 week showed resolution of the edema. The pt was not given antibiotics. See literature article with MFR report # 3007566237201107706.

Manufacturer narrative:
(B)(4) (pneumocephalus; hypodense area). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events.